Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 7.5 and 1.1. Therapeutic range unk. Time between testing was thirty minutes. There was no reported adverse patient sequela. There was no additional info provided.